Event description:
Caller reported tandem mobi cartridge alarm, and it was confirmed by technical support. Blood glucose did not exceed 500 mg/dl, indicating no adverse impact. Reportedly, customer reverted to manual injections for insulin therapy.